Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited no image during sedation for a diagnostic procedure. The procedure was completed with the same device. During device evaluation, scope communication error b30 occurred due to corrosion of the electrical contacts in the video connector and damage to the imaging unit. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the investigation. The following reportable malfunctions were identified during the device evaluation: the image temporarily disappeared during angulation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.